Manufacturer narrative:
Results: bolt, nut and washer missing on brake-on.

Event description:
It was reported by service report that the brakes would not engage. No pt involvement or adverse consequences were reported.